Event description:
Literature: kongkam p, wagner dl, sherman s, et. Al. Intrathecal narcotic infusion pumps for intractable pain of chronic pancreatitis: a pilot series. Am j gastroenterol. 2009; 104(5): 1249-1255. Summary: the aim of this study was to evaluate the efficacy of intrathecal narcotics pump (itnp) as an alternative treatment for pts with pain from chronic pancreatitis (cp). Itnp offers the advantages of reversibility, lower total narcotic dose, and the pancreas remaining intact. Thirteen pts with confirmed cp and refractory pain underwent itnp for attempted pain control from 1999 to 2007. Event: it was reported that the pt experienced extravasation of fluid around pump in abdominal wall; connector changed. The pump migrated within the abdominal wall to suprapubic region and interfered with bladder function requiring operation to reposition the pump. Additionally, peri-pump fluid collection was treated with aspiration. Pump exchanged at month 79 due to pump expiration.

Manufacturer narrative:
See MFR report #: 2182207200907658. This report is being submitted following an internal assessment.